Manufacturer narrative:
(B)(4) additional information: event problem codes, device evaluated by MFR?, device manufacture date, evaluation codes. There was no patient involvement as the no flow occurred during priming. (B)(4). The device was received for evaluation containing approximately 50 ml of fluid in the bladder. Visual inspection noted excess drug precipitate in the solution of the bladder and that the drug appeared to be very viscous. Upon removing the luer cap to observe the flow, slow drips were observed coming out of the distal luer and then stopped after 5 minutes. The reported condition was verified. The cause of the drug precipitate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through a small volume intermate. The device was filled with 4500 mg of piperacillin and tazobactam in 50 ml of sodium chloride 0.9%. The product was disconnected and an alternative dose was used with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.